Manufacturer narrative:
Additional information has been received regarding the patient weight change from 229 pounds to 0 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 0 pounds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported dose knob was difficult to turn. The intended dose amount and the amount for which difficulty turning was experienced and identified. The intended dose amount was 9 units. The additional resistance experienced when turning dose knob/dial greater than 4 units. The customer doesn't have the inpen device and couldn't get into the application. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed for the damaged inpen, and the inpen was replaced. Troubleshooting was not performed for the log accuracy. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-105nngyna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.